Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, a shaft break occurred. The 90% stenosed target lesion was located in the calcified riva and first diagonal. The 2.5x15mm apex monorail balloon catheter crossed the target lesion and the shaft of the device broke. The device was successfully removed as a system from the patient. No patient complications were reported with the patient's condition listed as "good."